Manufacturer narrative:
Concomitant products: product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3487a-33, lot# j0114044v, implanted: (B)(6) 2002, product type: lead.

Event description:
A consumer implanted for failed back surgery syndrome and other chronic/intract pain (trunk/limbs) reported they had no stimulation sensation. The consumer hadn't had stimulation for quite a while but didn't know what year it stopped. Stimulation therapy never helped the consumer's back and they were having issues where the device was implanted; it was sore and hurt around the implantable neurostimulator (ins). The pain around the ins had been going on for the last year and mainly happened when they laid down resulting in worsening pain. The consumer also experienced burning in their right leg all of the time and pain in their spine. There was no known accident or incident related to this event. The consumer was referred to a different physician who did a scope and other tests and determined their back was the cause of the pain. A healthcare provider (hcp) later reported the consumer was keeping the device off because they were having some issues and it was hard to turn off. It was noted that the patient did not want it on and was not looking for anyone to turn it on or do anything with it. It was noted that the patient decided not to use it. Four years later the consumer additionally reported the stimulator had been dead and hadn't worked for at least four years, but probably more than that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.